Event description:
The pt reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a damaged trace in the power circuit.